Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose due to food. The customer's blood glucose was 423 mg/dl at the time of incident. The customer stated that he needed to get more insulin but the insulin pump would only let him bolus certain limit of insulin and he needed more. The customer was given instruction how to adjust. The insulin pump will not be returned for analysis.